Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information was received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e2, e3, g4, g7, h2, and h10. Initial reporter is a clinical manager. The event occurred at the beginning of a therapeutic procedure. There were no other devices involved in the event. There was a delay of 3-5 minutes while the patient was under general anesthesia. The procedure was complete with another viscera elite video system, serial number unknown. Patient demographics were not provided.

Manufacturer narrative:
Additional information is not available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded a image that flickered. This is attributed to a worn out video connector latch. Device equipped with new type switch.

Event description:
As reported for this event, during an unknown procedure, the device had a bad connection and the image was flickering. There is no reported harm or adverse impact to any patient.